Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The cause of the infection was reported to be performing therapy with minicaps that had an unspecified sponge defect. The patient was hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. Patient outcome for this event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacturing date: 06/20/14-06/27/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.